Event description:
Healthcare professional reported injecting a patient with an unspecified juvederm ultra into the "tear trough." About 5 months later, the patient developed "bluish puffiness on treat trough." Patient was treated with hyaluronidase. Status of symptoms are not known at this time.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "bluish puffiness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of edema and hyperpigmentation: "undesirable effects. Practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. Discoloration of the injection site."